Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient was walking in the hallway and it is unknown how the catheter came completely out. The catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one 6 fr d/l powerline polyurethane catheter w surecuff and one electronic photo were returned for evaluation. Gross visual, microscopic visual and tactile evaluations were performed. The investigation is inconclusive for catheter dislodgement, as the circumstances of the patient¿s medical environment are not completely known. Per discussion with field assurance specialist both suture wings were sutured to the skin. There was complete break in one of the suture wings from the edge of the suture wing to the suture hole. The received photo showed the hole to not be enclosed when the suture wing was stretched. The other suture wing has a crack that start at the suture hole, but does not extend completely to the edge of the suture wing. Both suture wings have a scratch that starts at the suture hole and extends in straight line, which is consistent with nicking caused by a sharp pointed instrument (e.g. Suture needle). The surecuff showed little fluid or tissue residue. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Although there was partial crack in one of the suture wings and a full crack in the other suture wing, there was not enough information provided about the patient¿s medical circumstances to confirm or in-confirm the reported catheter dislodgement. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the patient was walking in the hallway and it is unknown how the catheter came completely out. The catheter was replaced. There was no reported patient injury.